Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full functionality and stress testing without duplicating the reports. The reports were cleared and did not reoccur. An internal inspection found no discrepancies. The battery harness was replaced as a precaution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and the battery does not seat properly. Complainant indicated that there was no patient involvement in the reported malfunction.